Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of (B)(6) 2018, the root cause category is non assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr #. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] exposed to powdery contents of thermacare heat wrap [accidental exposure to product] , it burst open to the point that the powdery contents got on her skin [device breakage] , . Case narrative: this is a spontaneous report from a contactable consumer reported on behalf of his daughter. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare menstrual), upc: 0573302044, device lot number: t26693, expiration date: aug2020, from (B)(6) 2018 at one heat wrap applied for pain menstrual. There were no medical history and no concomitant medications. The patient was using the thermacare menstrual pains heat wrap at school and it burst open to the point that the powdery contents got on her skin in (B)(6) 2018. She was able to rinse it off at school and they picked her up so she was able to change her clothes within half an hour after being exposed to the powdery contents on (B)(6) 2018. The box indicated to contact a medical professional immediately, but she appeared to be perfectly fine. This was the last heat wrap in a box of 3. The other 2 were used without any issues. They are one size fits all. She threw the heat wrap away at school so there was no sample to retrieve. There were no relevant investigations. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in 2018. No treatment was received for the events. The events outcome was resolved in 2018. The reporter stated there a reasonable possibility that an ae was related to the device. As of (B)(6) 2018, according to the product quality complaint group investigation summary: the root cause category is non-assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of (B)(6) 2018, according to the product quality complaint group investigation summary: the root cause category is non assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr #. Process related: no. Complaint confirmed: no. Additional information has been requested and will be provided as it becomes available. Follow-up (31jan2018): new information received from the product quality complaint group included investigational results. Follow-up (06mar2018): new information received from a contactable consumer included: deny of treatment received and updated event outcome. Follow-up attempts are completed. No further information is expected. Follow-up (24oct2018): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.